Event description:
A clinical incident involving a multivac xl arthrowand was reported to arthrocare corporation. During a hip arthroscopy procedure, the electrode detached from the tip of the wand in the surgical site. The electrode remains in the patient's hip joint. There was no injury to the patient and no reported complications.

Manufacturer narrative:
The device was reported as discarded following the procedure. Since the device will not be returned for investigation and the lot number was not known, a complete investigation could not be completed. No conclusion can be made.